Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was hospitalized and following for three days the implantable cardioverter defibrillator discharged continuously. The facility was unable to intervene and due to the patient's condition transfer to another hospital was not feasible. The hospital was seeking assistance with "programming control." A request for additional information was made but is not known. The device remains in use and no further patient complications have been reported as a result of this event.